Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 79.0cm to 79.7cm and 81.0cm to 81.6cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.